Event description:
The patient was having a laparoscopic colectomy for a sigmoid colon tumor resection. As surgeon reached the mesenteric area, "the mesentery was then divided w/ harmonic scalpel until a palpable vessel was reached and then the endo gia stapler with a vascular load was fired across the mesentery. As the most proximal dissection was reached, the stapler was fired across this mesenteric pedicle; however, there was some significant bleeding created as the final firing of the endo gia stapler was completed. It appeared that a large vessel, probably the inferior mesenteric artery, had been divided or avulsed very close to the aorta." The laparoscopic procedure was terminated and converted to open procedure. Hemostasis was achieved completely through the use of two sutures. Estimated blood loss (ebl) 500 ml. Patient doing well post operatively.